Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the patient was readmitted to the hospital due to complications. The gastric bypass was completed robotically, and a sureform 60 white reload staple line was noted to be bleeding after successful staple line. The surgeon ensured the staple line was hemostatic during the procedure, including over-suturing the staple line. Postoperatively, the patient presented to the emergency room, and a hematoma was identified. The patient's hemoglobin level dropped, and a computed tomography angiography was performed, which did not reveal any active bleeding or embolization. The patient was hospitalized for a few days to monitor their hemoglobin levels. The patient is currently discharged and recovering well.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive a product for failure analysis evaluation. Log review could not be performed due to insufficient information provided.